Manufacturer narrative:
The subject product has not been returned for eval to date. Therefore, no conclusion can be drawn this time. We will submit a follow up report when /if product is returned for eval.

Event description:
It was reported that the pt was experiencing pain after implant date. The pt followed up with the doctor for a different symptom and a CT scan was done and identified a bulge with the recent hernia repair. The mesh was explanted in 2007 and reported as broken. The pt also developed a second hernia prior to the explant.